Manufacturer narrative:
Complaint investigation will be performed.

Event description:
Customer reported there were a lot of error codes 4453 and an increased number of positive samples in the last realtime sars-cov-2 assay run. On (B)(6) 2020, a run with 96 sars-cov-2 patient samples finished processing and 27 patients had positive results. Customer contacted abbott and was notified that there was a technical issue with the run (noise in the background) which can lead to false results. Customer understood and conveyed instructions to hold the results until further review to the lab technicians on shift. Laboratory technician from the next shift was not conveyed instructions by her colleague about not releasing the test results until further review; therefore, all 27 positive results were released as a result of the new lab technician taking over the shift. The lab director discovered that the results had been released without approval and let the hospital personnel know to hold the test results as they were not yet confirmed. The nurse on the shift then failed to inform the treating physician about results under review and the patients were notified. As a result 8 ICU patients who received positive results had delayed treatment. The customer informed every physician who received a questionable result and re-swabbing and re-testing was suggested. No other information about patient management is available although multiple attempts were made to gather additional information. There was no report of adverse impact to patient management. Due to these observed issues, samples were sent out for testing to alternative sites. Instrument has been serviced by the field service engineer (fse) and the instrument returned to the customer for routine use.

Manufacturer narrative:
Investigation into this complaint included a service history review, customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: a service history review for sn (B)(4) found one service record related to the issue under investigation. Data logs attached to the ticket were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted on the false positive run and it indicated the false positive results were caused by observed noise in the reference signal. Review of available log files revealed that the relative noise values for the repeat run were reduced, indicating that the lamp, lamp socket and lamp cable replacement and optical calibration resolved the noise issue for instrument sn (B)(4). The non-conformance / CAPA review for the rt sars-cov-2 amp kit, ln 09n77-95 searches returned no quality records which are related to this issue. Complaint history review showed that, over the last two years, the elevated complaint ticket currently under review, and seven additional tickets, were related to the rt sars-cov-2 amp kit, ln 09n77-95 having lamp noise in the reference dye signal that caused false positive results. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01). Additionally, realtime sars cov-2 assay, list number 9n77-95, lot 506428 was investigated in an independent complaint investigation as contributing to a discrepant result and no product deficiency was identified.